Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, they were unable to remove the battery cap from the insulin pump. Customer's blood glucose at the time of the incident is 10 mmol/l. Troubleshooting was attempted. Customer was unable to remove the battery cap at the time of the call. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The insulin pump is not returning the device for analysis.